Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt was involved in an altercation which resulted in the pt falling. The pt reported that she lost stimulation on (B)(6) 2011. The st. Jude medical rep observed invalid contacts and fluoroscopy images revealed that the lead has been partially pulled out of the header. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.